Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in this MDR report. No product will be returned.

Event description:
It was reported that the device had channel had a big red notification and fixed this pump needed a new sensor and ran a pm as well everything is working great on it now. There was no patient involvement.